Manufacturer narrative:
Concomitant medical devices: dtma1qq crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible t-wave oversensing (twos) from the right ventricular (rv) lead during a non-sustained ventricular tachycardia episode. It was also noted that the patient was active during the oversensing. The lead is still in use. No patient complications have been reported as a result of this event.